Event description:
Caller indicated the glucocard vital meter was giving high readings. Caller stating that she has been waiting for a meter to come for quite a while - she said that she called before and said her meter(vital) was not working. We went through troubleshooting with her, she said that her meter has been giving her really high readings and based on that she has been possibly taking too much insulin. We performed a control sol test, and the normal control was out of range, however, she has had the control solution since receiving her vital meter which she stated was sometime ago. Caller has requested that we send her the expression meter as she has trouble seeing the displays. (No particular incident was mentioned- just stated that the readings have been high, and so she is worried that she is taking too much insulin) customer didn't like all of the questions we were asking her - she was upset when we informed her that the expression was for the visually impaired. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.